Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to a backup insulin pump and was sent a replacement pump.